Event description:
The healthcare professional reported injecting a patient with one (1) syringe of form in the tear troughs. Two weeks post injection, the patient had lumps of filler and a tyndall effect. After one (1) month the product was dissolved and all symptoms have resolved.

Event description:
A healthcare professional injected 1syringe of evolysse form into a patient via a needle to the periosteum under the eyes along the orbital rim with the provided needle. Approximately three (3) days post injection on (B)(6) 2025, the patient developed lumps in the tear troughs and tyndall effect. After waiting one (1) month, the product was dissolved and the patient's symptoms resolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. These are known potential adverse events addressed in the product labeling. Injection of evolysse¿ too superficially and injection in facial areas with limited soft tissue support or soft tissue cover, or thin skin, may result in skin contour irregularities and palpable lumps and/or bluish discoloration. The product was used off-label in the eye region. We cannot rule out that this may have contributed to the reported event. (B)(4). Follow-up 2: b5: description updated to clarify timelines. D4: corrected product expiration date and UDI number. D10: added dosage of concomittant product. F10: codes updated to reflect updated description. H11: details added to narrative.

Event description:
The healthcare professional reported injecting a patient with one (1) syringe of form in the tear troughs. Two weeks post injection, the patient had lumps of filler and a tyndall effect. After one (1) month the product was dissolved and all symptoms have resolved. This event was reported as a duplicate, reference report 3015260155-2025-00093 for future follow-ups regarding this event.